Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The similar incident query identified no other incidents reported for difficult or delayed positioning (leaflet grasping) from the reported lot. The reported patient effects of worsening (unchanged) mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definite cause for the reported difficult or delayed positioning (leaflet grasping) and for the reported unchanged mitral regurgitation (mr) could not be determined. The reported tissue damage appears to be due to procedural conditions as efforts to attain optimum grasping such that mr was reduced were made multiple times and likely damaged the leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was implanted in a2/p2. A second clip was advanced and multiple grasp attempts in a few different locations near the medial commissure were made; however, mr could not be reduced. There was concern that continuing with more attempts might continue damaging the leaflets. The clip was implanted but mr was not reduced. The decision was made to discontinue the procedure. On an unspecified date, mitral valve replacement was performed and a tricuspid ring was implanted. No additional information was provided.